Manufacturer narrative:
The root cause of the ischemia was unable to be determined due to insufficient clinical details. The device passed all the post sterile inspection checks.

Event description:
An impella cp device was inserted via the right femoral artery in a 70-year-old female patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), with scai stage e shock, on multiple inotropes and vasopressors, and was on a ventilator for respiratory support prior to initiation of support. The impella was inserted for ventricular support during a percutaneous coronary intervention (pci) of the left circumflex artery (lcx) and the right coronary artery (rca). Upon arrival to the intensive care unit (ICU), the right pedal pulses were absent. Thrombolytics were given. The post-procedure outcome is survived at explant. Limb ischemia is consistent with the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock and the known risk of ischemic complications in patients on vasoactive support. Limb ischemia is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).